Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that noise resulting in inhibited pacing was noted on the rv lead.

Manufacturer narrative:
Additional concomitant medical products: (B)(4) and (B)(4) transcatheter aoritic valves implanted on (B)(6) 2015.

Event description:
It was reported that during a routine post radiation device check, oversensing was noted on stored electrograms for the right ventricular (rv) lead. High sensing integrity counts over the previous ten weeks were also noted. The lead remains in use. No patient complications have been reported as a result of this event.